Manufacturer narrative:
(B)(4).

Event description:
Procedure: unknown. According to the reporter: device powered off in middle of case and after another battery was inserted it did the same thing regardless of battery. Device powered off after the stapler was fired. Had to use manual retraction tool. The idrive did not power off in the middle of the firing. The idrive did power off after the firing was completed and after the knife blade was retracted. There was proper staple formation. The problem occurred after the firing, but prior to unatriculating, the device so manual retraction tool was used in order to unarticulate. Did not effect the patient in any way. Then at the back table green handle indicator light started flashing and blue indicator lights were illuminated on the sides. Took video. There was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc's, and no delay over 30 minutes. There was no device fragment left in patient.